Event description:
It was reported the procedure was to treat a left radial artery. The bmw guide wire was advanced into the arterial line in order to advance a sheath however the guide wire sheared off when the sheath introducer was removed. X-ray showed approximately 30cm of the wire remaining in the left arm. The decision was made to leave the separated portion in the patient. The procedure was aborted as all access failed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported the procedure was to treat a left radial artery. The bmw guide wire was advanced into the arterial line in order to advance a sheath however the guide wire sheared off when the sheath introducer was removed. X-ray showed approximately 30cm of the wire remaining in the left arm. The decision was made to leave the separated portion in the patient. The procedure was aborted as all access failed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, it is possible that inadvertent mishandling when the sheath introducer was removed resulted in the reported material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.